Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approx six years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a recent CT demonstrated that the stent graft has migrated and there is a proximal type 1 endoleak present. The pt will be treated at a later date. There are no additional clinical sequelae reported and the pt was reported to be fine.

Manufacturer narrative:
Results: migration, endoleak. Conclusions: lack of info.